Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant the patient experienced an infection and pocket erosion. The implantable pulse generator (ipg) system was removed and not replaced. No further patient complications have been reported as a result of this event.